Event description:
A lifecor territory manager (tm) contacted lifecor customer support to report that the monitor has a bent pin inside the battery pack well. Support sent the tm a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into the monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse event resulted from the damaged monitor.